Event description:
The philips field svc engineer (fse_ reported that during implementation of a philips field change order (fco), they found unspecified performance verification (user initiated operational check) error entries in the device status log. The fse reported that ther was no customer report of a malfunction.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.